Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. Sensor failed per specification due to high readings. Unable to confirm needle complaint due to customer did not return insertion needle.

Event description:
Customer reported that her sensor cannula broke and it stayed in her body. Customer stated that she checked her site and the sensor cannula was still in her skin. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.